Event description:
A second io insertion was being placed into a pt who was experiencing continual resuscitation. The yellow 45mm needle was being placed into the pt's left proximal tibia. The ambulance service only had one driver in the field. Second attempt was made and power again lost during insertion. A catheter was placed into the jugular vein with delay and meds were administered to the pt. The pt expired.

Manufacturer narrative:
(B)(4). See MDR# 3004526033-215-00027 for detail on the first insertion attempt.